Event description:
It was reported that on (B)(6) 2014, when the patient came to hospital do the hemodialysis, the nurse found that the insertion catheter was detached. The doctor found the cuff detached from the catheter.

Manufacturer narrative:
A lot history review (lhr) of revl0443 showed four other similar product complaint(s) from this lot number. The complaints for this lot number (revl0443) have been reported from two (B)(6) facilities. The device has not been returned to the manufacturer, at this time, for evaluation.